Manufacturer narrative:
Visual inspection: the connector was returned in 2 pieces, with the section holding the blocker fractured off from the connector. The blocker was still threaded in the connector. The blocker underside was heavily deformed, indicating that the blocker was over torqued. Device and complaint history records were reviewed and no relevant manufacturing issues or similar complaints were identified. From the xia IFU: delayed union or nonunion: internal fixation appliances are load sharing devices which are used to obtain alignment until normal healing occurs. In the event that healing is delayed, does not occur, or failure to immobilize the delayed/nonunion results, the implant will be subject to excessive and repeated stresses which can eventually cause loosening, bending or fatigue fracture. The degree or success of union, loads produced by weight bearing, and activity levels will, among other conditions, dictate the longevity of the implant. If a nonunion develops or if the implants loosen, bend or break, the device(s) should be revised or removed immediately before serious injury occurs. The devices were implanted for a period of 3 years. It is unknown if the patient fused during that time. Additionally, the blockers were found to be overtightened which could have added additional stresses to the construct which may have contributed to the device fractures. Other factors, such as patient activity may have also contributed to the event.

Event description:
It was reported that two xia 3 titanium parallel connectors 'broke' post-operatively. Revision surgery was performed where the connectors were replaced. This record represents the second of the two connectors.

Event description:
It was reported that two xia 3 titanium parallel connectors 'broke' post-operatively. Revision surgery was performed where the connectors were replaced. This record represents the second of the two connectors.